Event description:
It was reported that device did not seal. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted. Approximately eight months later, at a routine follow up appointment, computed tomography (CT) revealed a 6.6mm peri-device leak. No intervention was performed.